Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1102 "primary alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user.

Manufacturer narrative:
The authorized service provider (asp) engineer was not able to evaluate or repair the device as the customer did not accept the service quote. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.